Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker. The pump passed the delivery accuracy tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a high blood glucose level of 465 mg/dl. Troubleshooting was declined. The insulin pump was not delivering insulin. The night before she was at the beginning of a diabetic ketoacidosis. She treated her high blood glucose level with a syringe. The customer was advised that the device would be replaced and agreed to return the product for analysis.